Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis/endomyometritis') and abortion spontaneous ('miscarriage') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, fibromyalgia, depression, anxiety, gerd, leg pain and migraine. Concurrent conditions included lumbosacral strain, pain in hip, sciatica, cephalgia, pain in extremity, heavy periods and difficulty in walking. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 for contraception as well as nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 30 days after insertion of essure. In (B)(6) 2011, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)\ post implant pregnancy") and experienced back pain ("back pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("physical pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with cefalexin (cephalexin). At the time of the report, the endometritis, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, bladder disorder, urinary tract disorder, migraine, headache, depression, back pain, abdominal pain and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, bladder disorder, depression, endometritis, genital haemorrhage, headache, migraine, pelvic pain, pregnancy with contraceptive device and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted: hsg done essure device was successfully occluded (per summon) and essure confirmation test(s) conducted, specify :no. (Per pfs) in current pfs there is mention but also first trimester pregnancy status post tubal occlusion procedure. Rule out ectopic pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2012: 1. Normal doppler imaging of the ovaries 2. Intrauterine pregnancy with gestational sac correlating with 5-week-3-day gestation. The fetal pole appears to be somewhat small for the gestational age. No cardiac activity is identified. This finding may represent a fetal demise. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis/endomyometritis') and abortion spontaneous ('miscarriage') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, fibromyalgia, depression, anxiety, gerd, leg pain and migraine. Concurrent conditions included lumbosacral strain, pain in hip, sciatica, cephalgia, pain in extremity, heavy periods and difficulty in walking. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011 for contraception as well as nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 30 days after insertion of essure. In (B)(6) 2011, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)\ post implant pregnancy") and experienced back pain ("back pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("physical pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with cefalexin (cephalexin). At the time of the report, the endometritis, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, bladder disorder, urinary tract disorder, migraine, headache, depression, back pain, abdominal pain and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, bladder disorder, depression, endometritis, genital haemorrhage, headache, migraine, pelvic pain, pregnancy with contraceptive device and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted: hsg done essure device was successfully occluded (per summon) and essure confirmation test(s) conducted, specify :no. (Per pfs) in current pfs there is mention but also first trimester pregnancy status post tubal occlusion procedure. Rule out ectopic pregnancy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2012: 1. Normal doppler imaging of the ovaries 2. Intrauterine pregnancy with gestational sac correlating with 5-week-3-day gestation. The fetal pole appears to be somewhat small for the gestational age. No cardiac activity is identified. This finding may represent a fetal demise. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: newly added events- genital bleeding, reporter was added. Seriousness criteria removed for pregnancy with contraceptive device. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis/endomyometritis'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida, parity 3, fibromyalgia, depression, anxiety, gerd, leg pain and migraine. Concurrent conditions included lumbosacral strain, pain in hip, sciatica, cephalgia, pain in extremity, heavy periods and difficulty in walking. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 30 days after insertion of essure. On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced back pain ("back pain") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant) and pelvic pain ("physical pain"). At the time of the report, the endometritis, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, bladder disorder, urinary tract disorder, migraine, headache, depression, back pain and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, bladder disorder, depression, endometritis, headache, migraine, pelvic pain, pregnancy with contraceptive device and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted: hsg done essure device was successfully occluded (per summon) and essure confirmation test(s) conducted, specify: no. (Per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2012: normal doppler imaging of the ovaries. Intrauterine pregnancy with gestational sac correlating with 5-week-3-day gestation. The fetal pole appears to be somewhat small for the gestational age. No cardiac activity is identified. This finding may represent a fetal demise. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, low back pain, migraine,abdominal pain , first trimester pregnancy, endometritis, endomyometritis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs and mr received. Reporters information updated. New events:bladder or urinary problems or changes, migraines, headaches, abdominal pain, back pain, pregnancy (stillbirth or miscarriage), psychological or psychiatric problems condition: depression and mental anguish, miscarriage, endometritis/endomyometritis, device ineffective were added. Medical history, concomitant drugs, lab data were added incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.